Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the right seam in the front of the seat upholstery is starting to tear.